Event description:
It was reported that there was leaking from the outside. No patient involvement was reported.

Event description:
Additional information was received confirming that no patient was involved and the date of event is unknown.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, scratches and chips in the enclosure. The thermistor wires are damaged. Worn pole clamp and front cover. Functional testing found the device leaked from the tank cover confirming the customer complaint. The root cause of the reported issue was found to be customer damage - over tightening the tank cover screws or dropping the device caused the cover to crack. Replaced the enclosure, tank cover, dual thermistor, pole clamp, and front cover. Device passed all functional testing.